Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from manufacturers representative reported that the patient simply wanted their implantable neurostimulator (ins) explanted as they felt it no longer worked for them. It was noted that the representative had not met with the patient nor had they the opportunity to meet with them. The issue was reported as resolved at the time of report and the patient status was not as alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.